Manufacturer narrative:
Additional information received (B)(6) 2011: the risk manager advises, per surgeon, our product did not cause or contribute to this event; therefore, this medical device report was not required. The revision was due to patient conditions unrelated to this device. This is the same event as 1043534-2011-00374, 00375, 00376.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #4: investigation is not complete. Trends will be evaluated. Additional information has been requested and an updated report will be filed. No complaint was stated against this device. This is the same event as 1043534-2011-00374, 00375, 00376.

Event description:
Allegedly removed during the revision of another component.